Event description:
It was reported alaris modules would disconnect from the pcu very regularly if the pcu was moved or jolted. The customer stated that every unit in the hospital was having issues with the modules disconnecting from the pcu. No patient harm was reported. Although requested, no further information was provided.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 17apr2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the alaris modules would disconnect from the pcu very regularly if the pcu was moved or jolted was not determined because no product or device logs were returned. It was reported that there was observed wide spread iui connector damage and corrosion. The reported issue that the alaris modules would disconnect from the pcu very regularly if the pcu was moved or jolted could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no patient information was provided.

Event description:
It was reported alaris modules would disconnect from the pcu very regularly if the pcu was moved or jolted. The customer stated that every unit in the hospital was having issues with the modules disconnecting from the pcu. No patient harm was reported. Although requested, no further information was provided.